Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to (0 vdc). Data/share log review was performed and failed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4). D4: catalog number - correction h2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.